Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the tip was in good condition. However, there were burn marks on the connector face and it was observed that there was an internal connector fracture. In addition, functional testing identified that the aiming beam light was dim. Therefore, the reported event of weak laser beam intensity was confirmed. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A review of the lumenis moses 200 d\f\l hazard analysis was completed and confirmed that the event of beam diminished vaporization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event was confirmed, therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the during procedure, the laser intensity became weak immediately after the use. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified that the fiber had an internal connector fracture.